Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00252, 3005168196-2018-00253.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac vein using penumbra coils 400 (pc400s), a pod8 and penumbra coil 400 detachment handles (handles). It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician placed eight pc400s and three non-penumbra coils in the target vessel using a lantern delivery microcatheter (lantern). The physician then advanced a new pc400 (f66239) in the target vessel using the same lantern and attempted to detach it using a handle; however, the coil failed to detach. After two to three failed attempts, the physician manually bent the coils pusher assembly and attempted to manually detach it; however, the pc400 would not detach. Therefore, it was removed. The procedure continued using eight additional pc400s and two non-penumbra coils. While attempting to advance a new pc400 (f70755) through the lantern, the physician experienced resistance at the middle of the lantern and therefore, the pc400 was removed. The physician then decided to use a pod8; however, resistance was encountered again and the pod8 was removed. The procedure was completed additional coils, a new handle and the same lantern. There was no report of an adverse effect to the patient.